Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1000 mg/dl. The customer experienced different blood glucose level of 69 mg/dl and 498 mg/dl. The customer did not experience any symptoms. Troubleshooting was done for high blood glucose. The customer was treated with insulin and intravenous fluids for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. The customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.